Event description:
It was reported that the customer's insulin pump alarmed motor error several times. The device was not exposed to a high magnetic field. Troubleshooting was performed, and the displacement test as well the self tests passed. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a flush/loose drive support disk. The motor passed the motor test. The device had cracked display window corner, broken belt clip slot, missing end cap sticker.